Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The cine drive was replaced. The system software and calibration files were re-loaded. The system was tested and is operating as intended.

Event description:
The customer reported the workstation freezes when using the foot pedal on the 9900 system. No patient injury was reported.